Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited high impedance, high and unstable thresholds, and noise/sensing integrity counter (sic). The rv lead was capped, remains implanted-out of service, and a different lead was implanted. No patient complications have been reported as a result of this event.